Manufacturer narrative:
The technician found the bed exit alarm is not functioning due to wires that are cut on the patient left side cable under the bed. The rental bed was swapped for a known working bed. The warehouse tested the bed and they found the bed to function as designed. Hill-rom is contacting the warehouse technician to verify if this is the correct bed. No further info is available on the repair of the bed at this time. The investigation is ongoing, however, if any add'l relevant info is identified following completion of the investigation, the add'l relevant info will be submitted in a supplemental report.

Event description:
The account reported the alarm is not functioning on the bed. The bed was located in a patient room at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).